Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the verbatim: it was reported by customer that had a problem with the extension set that was in our IV start kit. Emory pull all 4,000 IV start kits off the shelf.